Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was over 500 mg/dl. Customer advised their blood glucose level has been out of control due to their current life situations and they are working with their healthcare provider to keep them in control. Customer declined to troubleshoot for high blood glucose levels and advised if they feel they need to troubleshoot they will call back to do so. Customer advised they feel thirsty and use manual injections for their high blood glucose levels.